Event description:
Material no. 367856, batch no. 9095751 it was reported that before use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the labels are lifting up from vacutainers. The following information was provided by the initial reporter: labels coming off tubes- before taking tube out of styrofoam they are coming off. Many tubes not just one tube."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367856, batch no. 9095751. It was reported that before use of the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes the labels are lifting up from vacutainers. The following information was provided by the initial reporter: "labels coming off tubes- before taking tube out of styrofoam they are coming off. Many tubes not just one tube."